Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Product is working as designed. Customer had no complaints about the product. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Wife is calling on behalf of the customer. Customer contact us to run a blood test with our product. On previous ran 01593312 customer ran the blood test and received a result of 350mg/dl ( unknown if fasting or non-fasting). Customer then stated that was experiencing symptoms. The call was transferred to ccr to report symptoms. Customer was not concerned with the meter or the result. Symptoms were not specified. Customer says he may be feeling ill because of heart failure. Says customer was just released from the hospital regarding heart complications. Customer says she will not seek medical attention.